Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated surgery where surgery mode was not turned on. A manufacturer representative met with the patient and confirmed the ipg is inoperable. In turn, surgical intervention took place wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.